Event description:
The customer reported to olympus that during preparation for use, the high-definition lcd monitor display screen was found damaged. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a liquid display panel failure. An additional issue of printed circuit board failure was identified during the device evaluation. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b3, and b5).

Event description:
Additional information provided by the customer: the facility reported that the lab staff toppled over the monitor stand and destroyed the display. No patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was due to a faulty printed circuit board. The cause of the faulty printed circuit board was attributed to the device being mishandled and damaged. Olympus will continue to monitor field performance for this device.